Event description:
The reporter stated that she called lifescan after receiving the er1 message for a third time, and at that time learned that the meter was subject to the surestep replacement program. She said that when she got er1 she would turn off the meter and try again later, stating that she did not check the confirmation dot and didn't remember what results she had gotten. She said that she was in a car accident a "long time ago" and that many times "my head is in the clouds." She further stated "I am a brittle diabetic and often have high blood sugars." She said she never has trouble bleeding and didn't feel her testing technique was incorrect.